Event description:
Additional information was reported by the company representative on (B)(6) 2016. The pump had been explanted on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump identified a gear train anomaly and corrosion and/or wear and/or lubrication regarding the motor. A stall due to shaft bearing was also noted. Additionally, overinfusion was identified with undetermined root cause. As received the pump reservoir was empty and left running in minimum infusion mode. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). This pump stalled during the 1000 ul/day testing. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. And also, found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. Evaluation result code and evaluation conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 2.4 mg/day and dilaudid 12 mg/ml at 2.9 mg/day via an implanted pump for non-malignant pain and other chronic/intract pain (trunk/limbs). A motor stall was seen at initial interrogation and the patient had a motor stall occurence on (B)(6) 2016 at 0005 and a recovery on (B)(6) 2016 at 0214. The patient did not recently have an MRI. There was another motor stall on (B)(6) 2016 at 1647 and no motor stall recovery. The reporter denied any electromagnetic interference (emi) or magnetic interaction. The rep was to follow up with the healthcare provider (hcp). Patient symptoms were not reported. Additional information was received from the company representative (rep) indicated the hospital was the initial reporter and they never found a cause for the motor stalls. The only troubleshooting that was done was calling tech services, interrogating the pump, and turning it to minimum rate. They were planning on replacement of the pump, but it had not yet been replaced. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.